Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as likely cause of the high lead impedance test result. Review of x-rays by both the treating physician and device manufacturer did not reveal any obvious discontinuities in the ncp system. Lead break is suspected. Revision surgery is likely.

Event description:
Further follow-up revealed that the high impedance was observed in december 2005. The last vns device interrogation prior to december 2005 was performed in december 2003. The physician rpeorted that the pt said she is having seizures. The physician said that the pt is not a reliable source, and the care staff at the nursing home rpeorted that there have been no witnessed seizures in the last 24 months. At this time there are no plans for intervention. The physician stated that he does not believe that the pt will benifit from additional surgery in her current state. Since the pt is in stable condition, monitoring will continue, and surgical intervention will be reconsidered only if the pt starts to have uncontrolled seizures. The cause of the reported high impedance in unk. Possible cause of high impedance include broken lead pt. Movement bad connection electrode to vagus nerve interface generator approaching end-of-service physician/pt. Training, damage during manufacturing design durability corrosion.